Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid 10 mg/ml at 4.504 mg/day. The indication for use was non-malignant pain. The patient reported that the pump had been beeping for about two weeks (as of (B)(6) 2016). The pump ¿was in motor stall,¿ and the eri (electronic replacement indicator) was 34 months (as of (B)(6) 2016). The hcp attempted to restart the pump with no success. The cause of the motor stall was not determined. The patient was waiting to have the pump replaced because the patient was too sick to currently undergo an operation. The patient had severe chronic obstructive pulmonary disease (copd) and renal failure on dialysis. He was high risk for anesthesia and surgery. No diagnostics were performed related to the patient being sick. Surgical intervention had not occurred, and it was unknown if surgical intervention was planned. The issue was not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2017. It was reported that alarms were heard but no physician programmer was available. It was noted that a magnetic resonance imaging (MRI) procedure was going to be done that was unrelated to the pump. It was related that while the patient was sitting on his bed prior to putting the patient in the scanner the pump alarmed. It was stated that the patient reported to the hcp that the pump had not worked in over a year and it alarmed every hour. The hcp had no information on the pump at all and that is why they wanted a representative to check the pump. No troubleshooting was performed prior to the call or during the call due to lack of access to product. It was indicated that the hcp would page a representative to check the pump. No symptoms were reported. It was noted by the hcp that the patient was more concerned the hospital forgot to put tomatoes on his salad than he was about the pump alarming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. It was stated that the patient was lost for follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.